Manufacturer narrative:
(B)(4). D10: 00801102024 - allen plug 24mm flange - unknown. 00801102028 - allen plug 28mm flange - 66097041. 150422 - oss mod tib baseplate 71mm - 248020. 150477 - oss poly femoral bushings 2pk - 66170894. 150478 - oss poly lock pin - 65984889. 150480 - oss axle - 65790866. 150493 - oss reinforced yoke - 66046461. 150476 - oss poly tibial bushing - 65747990. 150478 - oss poly lock pin - 65676156. 150410 - oss tibial poly bearing 12mm - 65904495. 150357 - oss 7cm seg ellipt femoral lt - 746390. 150431 - oss tib block 20x71/75 mr/ll - 540260. Cp111645 - oss smooth stm w/srw 90st-11 - 221310. Cp111652 - oss smooth stm w/srw 150bw-11 - 218860. G2 : foreign country: australia. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial knee surgery. Subsequently, the patient underwent a revision due to heterotopic ossification approximately 1.5 years post-op. The initially implanted patella was revised. Attempts have been made and all available information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h6. The event cannot be confirmed. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the reported event by a health care professional found that heterotopic ossification (ho) is the abnormal and rapid growth of bone that forms within soft tissue as the result of heredity, trauma, surgical history, or diseases of a joint. The rapid and irregular growth of bone often causes a sharp or jutted structure to form, which can result in pain and irritation to the surrounding tissues, or the patient can remain asymptomatic. Radiation or nonsteroidal anti-inflammatory medications are often provided to prevent ho formation. The only treatment, if necessary, is surgical excision or shaving/smoothing out the excess bone. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. The root cause of the reported event was determined to be unrelated to the device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.